Event description:
It was reported that the physician explanted a tecnis multifocal lens at one point. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics at the time of this report has been submitted.